Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the suction catheter was thicker than usual.

Manufacturer narrative:
No sample was returned for evaluation. However the reported lot ngbq3835 is involved in the CAPA investigation (B)(4). Based on the investigation findings the reported problem is confirmed per previous investigations. It was created on 10/20/2017. Therefore, this reported event was confirmed as manufacturing related. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "-- (B)(4) unit not made with natural rubber latex do not use if package is damage single use do not resterilize rx only". The device was not returned.

Event description:
It was reported that the suction catheter was thicker than usual.